Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso nav eco catheter, (model# unknown, lot# unknown). Carto 3 system, (model# m-4800-01, serial# (B)(4)). Coolflow pump, (model# unknown, serial# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered an esophageal fistula (requiring surgical intervention) and death. Patient presented with symptoms of atrio-esophageal fistula 2-3 weeks post-procedure. It is not known if this occurred during a routine follow-up or through the emergency department. Diagnosis was confirmed via unspecified routine testing. Surgical intervention was performed. Patient was reported to be in stable condition. Patient required an overnight stay in the hospital. Adverse event was considered to be life-threatening. Additional information received indicated that the patient expired. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician¿s opinion regarding the cause of death is that it was related to surgical complications. There is no information regarding generator parameters at the time of injury. It was noted that the physician¿s typical generator settings on the left atrial posterior wall include power control mode with power at 25 watts or less. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Esophageal protection measures included lower wattage on the posterior wall of the left atrium. There is no information regarding spi value, catheter proximity, or re-zeroing the catheter. There were no error messages reported on any bwi equipment during the procedure.